Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature: "does arm lengthening affect the functional outcome in onlay reverse shoulder arthroplasty?" Werner bs et al., j shoulder elbow surg, 2017, 26(12):2152-2157.

Event description:
From literature: "does arm lengthening affect the functional outcome in onlay reverse shoulder arthroplasty?" Werner bs et al., j shoulder elbow surg, 2017, 26(12):2152-2157. 8 complications: 3 fracture of the acromion or scapular spine (at 2, 3 and 36 months), treated conservatively in an abduction brace for 6 weeks, 2 dislocations (at 3 and 18 months), treated with open reduction and exchange of the pe insert, 1 post-operative brachial palsy revised 8 weeks later, treated by neurolysis and revision of the humeral component, 1 aseptic loosening (at 25 months), 1 chronic infection (at 21 months), treated with arthroscopic lavage and antibiotic therapy for 3 months.